Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead revealed several episodes of noise. Impedance measurements were within normal limits. An internal technical service consultant was contacted. A review of the information revealed noise duration of greater than two seconds, however it could not be determined whether there was noise causing oversensing that caused ventricular pacing inhibition. It was thought the noise was consistent with possible lead insulation damage. The device was reprogrammed to lower sensitivity settings and this lead will be further monitored in the future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.